Event description:
It was reported on (B)(6) 2022, a 29mm navitor tavi valve was selected for implant. Prior to deployment, the native valve was predilated causing aortic regurgitation (ar) and the patient became unstable. Due to the ar, the navitor valve was quickly deployed and was implanted too high, above the annulus in the non coronary sinus. The valve was pulled to the ascendant aorta with a snare. A valve in valve was performed and a new 29mm navitor tavi valve was successfully implanted. There was no tension noted during deployment of the first valve just that the valve was deployed quickly by the physician. The annular had a perimeter of 84 and an area of 549. The patient did not have an acute aortic angel and there was moderate-severe calcification to allow valve anchoring. The initial valve was implanted "too high" and specific measurements are unavailable. The second valve was implanted in the correct position at a depth of 7-8mm on both sides. The patient was reported to be in stable condition. Operative notes and echo images were requested but cannot be obtained.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An off label event of snaring of a 29mm navitor tavi valve after initial implantation of the valve in an undesired position was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.